Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; dtba1d1 ICD, implanted: (B)(6) 2017; 4193-88 lead, implanted: (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.